Event description:
An incident was reported where the customer was hospitalized after visiting the emergency room due to a diabetes-related issue. The initial report stated the customer's glucose sensor showed falsely low blood sugar levels and the pump stopped insulin delivery. The patient consumed carbohydrates to counteract the hypoglycemia, however the false low readings continued. The customer tested glucose readings manually, and high blood sugar with ketones was indicated. The customer then went to the hospital. Multiple attempts were made to contact the attending nurse and the customer to obtain further information, but these were unsuccessful.